Manufacturer narrative:
Analysis: the guidewire was found extending out from within the marathon catheter hub for ~28.5cm and from within the distal tip for ~0.5cm. No damages were found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal tip was found to be in good condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marathon catheter was found to be leaking in the distal section. The patient was undergoing surgery for treatment of an arteriovenous fistula (avf). The accessed vessel was the middle cerebral artery with a diameter of 1.8 mm. It was noted the patient's vessel tortuosity was severe. It was reported that the operator has flush all the accessory devices as per IFU, operator has reach d nidus through one of the feeder of middle cerebral artery (mca) with the micro wiremarathon. He has started injecting nbca over period of 2min. After injecting around 1.2ml of nbca, he had noticed few drops of nbca leaking from distal portion of marathon. Immediately he stopped injection withdrew the marathon from the system. The doctor took a new marathon and finished the case. It was reported the marathon catheter leaked in the distal section. The catheter was inspected or tested prior to use. The leak was observed during use. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron 5f guide catheter, hybrid 07 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the catheter leak was not determined. Nbca got into the patient. There were no surgical or medical interventions required as a cause of the leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.